Event description:
Event description guidant received information that this implantable pacemaker (ipm) could not be interrogated and had no magnet response. Surface EKG displayed vvi pacing at a rate of 65. The patient had pectoral stimulation. The ipm may have moved. The ipm was explanted/replaced and returned for analysis.